Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd:, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency. It was reported that the patient's lead had come loose and she was unable to adjust any settings on her controller. The patient mentioned it was painful after she was done voiding. The patient stated that the device wire was still dislodged and the patient was going to go to their health care professional on monday, the 23rd, to get it fixed. There were no further symptoms or complications reported or anticipated.